Event description:
It was reported that a pump motor stall occurred on (B)(6) 2015 at 15:49 with tube set on (B)(6) 2015 at 15:49. It was unknown if the patient had magnetic resonance imaging (MRI) on (B)(6) 2015. The cause of the motor stall was unknown and the healthcare provider (hcp) questioned if it was related to the trial of a spinal cord stimulator. No troubleshooting was performed. The hcp refilled or updated the pump on (B)(6) 2015 at 2:36pm. It was noted that the patient had not been receiving drug since (B)(6) 2015. Per the hcp, the patient was not experiencing symptoms of withdrawal. The patient was seen on (B)(6) 2015 and plans were made to perform a roller study. The pump was interrogated at this time and showed a motor stall recovery occurred (B)(6) 2015, refill date at 1406 upon interrogation and 1436 upon update. Pump logs were not checked at this time. It was unknown if there was a pump volume discrepancy at this time. The patient was asymptomatic with no withdrawal symptoms. The patient recovered without permanent impairment. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).